Event description:
Placing a nephroureteral stent due to calcification within the kidney. While in the proper location for deployment, trying to put the inner stylet and wire out, the locking cap and plastic stylet both broke. Physician was able to retrieve and remove broken pieces. A different tube / stent was used to complete the procedure. FDA safety report ID# (B)(4).